Manufacturer narrative:
This report is submitted on january 6, 2022.

Event description:
Per the clinic, the device was explanted (date not reported) for unspecific medical reasons. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 8, 2022.